Event description:
Customer's mother called to report that the insulin pump is malfunctioning. Customer's blood glucose reading was 183 mg/dl. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.